Event description:
It was reported that the tuoghy borst valve could not be tightened on an implanted impella rp. Additionally, the patient experienced high purge pressure. No patient harm was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4. Serial and primary UDI number corrected. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Purge pressure high: due to limited clinical details and no product/data logs available for investigation, the cause of the purge pressure high could not be determined. Difficult to lock/unlock (catheter anchor or tuohy): since product was not returned for investigation, the cause of the difficult to lock tuohy could not be determined.

Manufacturer narrative:
B5 updated. Corrected data d4 catalog number updated/corrected. The investigation is still ongoing.

Event description:
Additional information has been received: the product has been discarded.